Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine. The home patient (hp) called the nurse regarding her drain volume of 4150 ml. The total ultrafiltration was 1350 ml. The hp uses 8l of 2.5% dianeal solution. The largest prescribed fill volume was 2300 ml and the last fill was 0 ml. The hp does a manual fill of 2l in the evening then drains over 1900 ml during the initial drain. There were no bypasses done according to the patient. The hp will bring the hc to the clinic (B)(6) for the nurse to review. The hp did not experience any overfill symptoms. According to the nurse they were aware that the patient drained 4150 ml on (B)(6) 2010. Per the nurse the patient was new to therapy and was still training. The patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event. Additionally, they have been monitoring the patient's therapy and everything is going well.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.